Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction bolus was administered to address elevated bg. A cartridge change was performed resolving the cartridge alarm. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. System check was being performed by tandem technical support (tts), however customer declined to complete the check.